Event description:
It was reported that the right atrial (ra) lead exhibited an elevated threshold and decreased sensing. The lead experienced a micro dislodgement. The lead was repositioned and remains in use. During the lead revision, when physician attempted to put the lead back into the implantable pulse generator (ipg), the setscrew was not in the groove inside the grommet and could not be placed back in. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies. The returned device found a set screw with a rounded socket. (B)(4).